Event description:
It was reported that in dialysis, the extension lines of the replacement kit were leaking hindering the normal dialysis procedure. As a result, the staff replaced the extension lines with a repair kit an it was used w/o issue. It is not known if this issue cause a delay, however, no death or complications were reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.